Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to oversensing with inappropriate shocks.

Manufacturer narrative:
Combination product: yes upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including visual, mechanical and electrical inspections. Solia s 53 ¿ sn (B)(6) in the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observations. The lead proved to be without fault throughout its inspection. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. Plexa promri s 65 ¿ sn (B)(6) the lead was found 6.5 cm distal to the df4 connector pin into two fragments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through in the distal end region, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure due to tensile stress. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.